Event description:
It was reported that the patient presented to the emergency room with syncope and was asystolic after a lead warning triggered. The right ventricular lead was found to have high impedance. It was also reported that the lead has a possible clavicular rib crush fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.